Event description:
Litigation alleged the patient suffered soreness, discomfort, difficulty walking, squeaking noise of the implant, and elevated metal ion levels (measured at 1.8 mcg/l chromium and 4.8mcg/l cobalt) as a result of the implanted asr hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-00561. 1818910-2013-01322 will be rejected. 1818910-2013-00561 will be kept for investigation purposes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).